Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional h6 health effect - impact code. Additional information was requested, and the following was obtained: the diagnosis and indication of the index surgical procedure? Stage iia carcinoma of the right breast: pt1b pn1a(sn) on which tissue was the suture used? Subcutaneous tissue. What was the condition of the tissue (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Needle holder. Where did the needle catch during use? Were x-rays done to locate the needle? No. Please specify which scan was performed. A chest tomography was performed. Does the surgeon believe that the needle fell on the patient? The surgeon was unable to locate the needle in subcutaneous tissue during the procedure on (B)(6) 2025. Was the needle found? On (B)(6) 2025 no needle was found, on (B)(6) 2025 it was removed does the needle remain retained in the patient's tissue? Yes. If the needle is retained, where is it located/in what structure? She was retained in subcutaneous tissue of the right breast until a second procedure on (B)(6) 2025. If it was maintained, were there any consequences for the patient? Yes, the patient required a post-surgical chest CT scan and the hospital stay was prolonged due to diagnostic aid. If retained, are there any plans to delete the remaining fragments? The extraction of the foreign body was already performed on (B)(6) 2025 during cephalic margin enlargement. Was the "wound opening" performed to look for the needle during the initial procedure? On the day the event occurred, the patient underwent a needle search with an ultrasound machine on (B)(6) 2025, but it was not possible to locate it, therefore, a chest CT scan was performed. Was any other action taken to find the needle? A chest tomography was performed on (B)(6) 2025 with the following finding described by the mammologist as: tomography report towards the axillary tail of superficial location in the subcutaneous cellular tissue, a suggestive image of a foreign body was identified, with a metal density of curved morphology of 14 mm which is located 8 mm from the skin. An extane body is considered to be a subdermal needle, difficult to locate due to its size; because it is a very superficial foreign body away from vasuclar, pleural or pulomancer structures, it is considered to wait for the healing process of the operated area, to monitor the patient and the location of the foreign body, and then evaluate its removal in a second surgical time or perform imaging follow-up. It is explained extensively to the patient, daughter and husband, images are shown, doubts are resolved, patient and relatives agree not to re-intervene at this time and to carry out follow-up. Additional doubts are resolved. Describe any medical/surgical interventions required for this suturing event, including dates and results. Did the surgeon operate on any suture deficiencies or abnormalities before, during, after suture placement, or during any repairs? Other relevant patient history/concomitant medications? Dapaglifozin, metformin, candesartan, rosuvastatin, venlafaxine, erenumab. Personal history: diabetes, migraine, anxiety, dyslipidemia. What is the doctor's opinion as to the etiology or factors contributing to this event? What is the patient's current condition? The patient is recovering from her procedure on (B)(6) 2025. Name of the surgeon? (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 investigation summary: the product was returned to ethicon for evaluation. One detached needle was received for analysis. Product code vcp123h. During the visual inspection of the returned needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was observed. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the condition of the tissue (normal, thin, calcified, fragile, sick)? Normal tissue. Where was the needle grabbed during use? Needle holder, adson's clip. Did the surgeon operate on any deficiency or suture abnormality before, during, after suture placement, or during any repair? Dr. Reports that he did not show abnormalities in the suture prior to the use of the device, noticed the alteration when he could not recover the needle while suturing. What is the current state of the patient? The patient is in good health, recovery with good healing, additionally patient comments that he did not present fever or infection at the site of surgical intervention. What is the doctor¿s opinion about the etiology or factors contributing to this event? There are several factors that contribute event such as: instrumental, human, technical factor and material quality of needles. Additionally, surgeon expresses that it is difficult to establish causality of the etiology of the event since they are of a multifactorial causality and are events difficult to reproduce and appear randomly.

Event description:
It was reported that a patient underwent a right breast quadrantectomy, right sentinel axillary ganglion procedure on (B)(6) 2025 and suture was used. At the end of the process the closing is done by planes, surgeon closes subcutaneous cell tissue with suture, which comes out suture without needle. When the needle of the suture was not found with which the superficial part of the axillary wound was sutured, opening the wound is performed, scanning the armpit without finding the needle. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle? Please specify what scanning was performed? Does the surgeon believe that the needle fell into the patient? Was the needle found? Does the needle remain retained in the patient's tissue? If the needle is retained, where is it located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Was ¿opening of the wound¿ to look for the needle done during the initial procedure? Was there any further action performed to find the needle? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?